Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jul-2023. H6: investigation summary it was reported the tubing looks like it has been exposed to heat and changed texture. To aid in the investigation, one sample and two photos were provided for evaluation by our quality team. A visual inspection was performed. There is damage and an additional cut in the tubing. Additionally, the unit package of the product was inspected, and it was found that the tube was crushed by the sealing die of the equipment. The cutting of the tubing occurred from the cutting system. A device history record review was completed for provided material number 394995, lot 2157463. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were evaluated, and no problems were detected. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode. H3 other text : see h10.

Event description:
It was reported while using bd stopcock 3 way with 10cm extention tubing the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tubing looks like it has been exposed to heat and changed texture.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd stopcock 3 way with 10cm extention tubing the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: tubing looks like it has been exposed to heat and changed texture.